Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported an incision has been made at the time navigation was first abandoned. They replaced the navigation system with a second navigation system, continued with c-arm and finished with a post spin. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in a spine posterior lumbar interbody fusion (plif) procedure, after acquiring a 3d spin, the synergy spine software became unresponsive. The cursor could move around but nothing could be selected. In trouble-shooting, the software was re-booted. Once on the app-launch screen, the rn could not select the spine application. Rn was able to click "shut-down" then could not select "ok". Performed a hard re-boot of the navigation system, however, the synergy spine software application could not be selected. The surgeon opted to discontinue the use of the navigation system and the imaging system to continue. The procedure was completed with the use of an alternate navigation system and using a c-arm. Delay in therapy was 15 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Software engineering review determined: given that the system was not responding to mouse clicks both in spine and subsequently in the appliance launcher (after a reboot), the most likely explanation is that the button in the mouse itself became temporarily unresponsive. However, there is nothing in the logs which would positively confirm this, and the failure mode no longer presented during the system checkout. Until or unless the failure can be replicated, there is insufficient information to make a definitive determination of cause.